Event description:
It was reported that the patients ipg would not charge and communicate to the remote control. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.